Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer initially called because she was questioning high blood glucose readings she received on the contour next. The initial complaint did not meet the criteria to be reported. However, the follow up call pertained to control readings that were not automatically marked as control tests. Unmarked control tests will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.